Manufacturer narrative:
This is a follow up to emdr 9617229-2020-19240. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of inflammation and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation and swollen lymph nodes.

Event description:
Patient reported "recalled implant", "all the symptoms". Later patient reported "lots of sickness", "pain", and "hair loss". Additionally patient reported "fluid underneath", "lymph node", "sick", "hair loss", "joint pain", and "inflammation". This record is for the left side. Device remains implanted.